Manufacturer narrative:
The device was returned for analysis. The reported deployment issue was confirmed. The reported mechanical jam was confirmed. There was a noted kink to the stent sheath and I beam. A review of the lot history record did not identify any manufacturing nonconformities issued to the reported lot that would contribute to this event. Additionally, a review of the complaint history did not identify any similar incidents reported from this lot that would indicate a lot specific product quality issue. The investigation was unable to determine a cause for the difficulties. It may be possible that the distal shaft was bent or restricted in the anatomy preventing the shaft lumens from moving freely and causing resistance with the thumbwheel; however, this could not be confirmed. The noted kink to the stent sheath and I beam are likely consistent with and procedural circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the internal iliac artery that was heavily calcified and mildly tortuous. The 8x100 absolute pro peripheral stent system was advanced to the lesion without issue; however, during stent deployment, the thumbwheel stopped turning when the stent was only partially deployed. The complete stent system, including the partially deployed stent were removed without issue. There was no adverse patient effect or a clinically significant delay in the procedure. Another absolute pro stent 8x100 was implanted without issue.